Event description:
A physician reported a patient who was originally skin tested on 19 june 1998 with negative results. On 24 august 1998 the patient received her third treatment into the upper and lower vermilion borders. In september of 1998, (exact date not known), the patient presented with redness at the upper vermilion border treated sites. At that time, the physician attributed the redness to the fact that the patient was taking gingko-mango cashews, "a source of contact allergens". The patient reported that about the end of september 1998 she noticed intermittent swelling and tingling of the upper vermilion border. The patient reported that her "eyes and right cheek" hurt when the initial swelling occurred. The patient stated the symptoms usually occurred at night, lasted about a day, then returned to "almost normal". On 17 november 1998, the patient reported the swelling worsened, and nearly the entire upper vermilion border was hard. Upon examination on 17 november 1998, the physician noted firmness at the right side of the upper vermilion border, but not dramatically swelling. The physician administered a second skin test on the right forearm, and prescribed prednisone and zyrtec. The physician was unsure whether this was product related hypersensitivity or related to contact to gingko-mango-cashews.